Manufacturer narrative:
Product event summary: it was reported that the patient experienced power switching events and a loss of power with failure of the "no power" alarm. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed that the controller did not have the smr software upgrade. Analysis of data log files revealed several premature power switching events due to communication errors between the controller and batteries. The most likely root cause of the reported event can be attributed to a communication errors between the controller and batteries. (B)(4) is investigating communication errors. Additionally, log file analysis revealed a controller power up and motor start event on (B)(6) 2017 at 18:17:34 and 18:17:39 respectively. The data point prior to the loss of power revealed that (B)(4) was connected to power port 1 with 36% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 59% rsoc. The data point after revealed that (B)(4) was connected to power port 1 with 35% rsoc and (B)(4) was connected to power port 2 with 56% rsoc. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Initial testing of the device indicated that the controller was able to sound for 35 minutes, which meets the specifications of at least 15 minutes. Additional testing was performed and involved exposing the controller to temperatures between 30°c to 50°c to determine if the ¿no power¿ alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the controller was still able to sound the "no power" alarm. Based on the available information, the most likely root cause of the loss of power can be attributed to a disconnection of both power sources. Analysis of the controller revealed the "no power" alarm functioned as expected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that "toggling" or power switching occurred. When they tried to switch the power source, the screen on the controller went blank and no audible alarm occurred. The controller was exchanged. No patient complications have been reported as a result of this event.